Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 885 days following placement of a wallstent, the device was removed due to patient complications. The patient initially had a covered wallstent placed to manage a stricture. The wallstent was removed 885 days following the implant procedure. During the removal procedure, it was noted that the stent was impacted with stones in the distal common bile duct. There was also biliary sepsis. The wallstent was removed with a snare and a balloon extraction of the stones was performed post stent removal with no further patient complications. The investigator assessed the event serious, mild in severity, definitively related to the device, and unrelated to the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.